Manufacturer narrative:
D4. Lot #: not provided. D4. Catalog #: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. The line primed fine until attached to patient and then it alarmed. The customer spent approximately one hour swapping through the pumps and found the issue to resolve once a cadd legacy pump was applied. The patient is female. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A service history review could not be conducted because the serial number was not provided. The complaint of a downstream occlusion alarm could not be confirmed. Based on the information available, a definitive root cause could not be determined.